Event description:
Initial report of a patient line leak received from global pharmacovigilance reporting via the corporate mailbox. On (B)(6) 2010 after connecting to the cassette on the homechoice machine, the patient discovered a small leak in the patient line. The patient discontinued therapy and notified the on-call nurse who notified the medical doctor. The patient was given prophylactic antibiotic therapy to prevent peritonitis. Product surveillance spoke to the home patient regarding the report of a leak in the patient line in (B)(6) 2010. The home patient stated the leak was very small, but was determined to be in the patient line. The home patient does not use sharp objects to open the boxes. The home patient stated her animals did not come in contact with the set-up. Nothing unusual was noted about the supplies. The home patient stated she took the cassette to her nurse. No additional information provided.

Manufacturer narrative:
(B)(4). Sample availability is unknown at this time. Additional information will be provided upon completion of baxter's investigation.

Manufacturer narrative:
(B)(4). The sample was discarded. A batch review was not performed as the lot number was unknown. The root cause of the reported leak was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.